Event description:
It was reported that the user inserted a new dexcom g6 sensor and subsequently did not receive cgm readings while the ilet was disconnected and paused for charging, after which the user noted a fingerstick blood glucose of 550 mg/dl and later resumed insulin delivery, with glucose returning toward range. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery with user-directed hydration and continuation of ilet use without alarms, medical intervention, or hospitalization. Investigation included data synchronization and user troubleshooting and education. Investigation of this case revealed interrupted insulin delivery due to the device being paused and disconnected, followed by user resumption of insulin, with contributing factors including missed cgm data and recent intake of pizza and egg. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.